Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a heavily calcified left superior femoral artery (sfa). The 6.0x100mm absolute pro was advanced to the target lesion with some resistance felt with anatomy. When attempting to deploy the stent only partially deployed, the thumbwheel turned; however, did not deploy the rest the of the stent. Therefore, the physician pulled back the delivery system in order to deploy the rest of the stent and the stent deployed; however, the stent did fracture (separated into two). Therefore, a non-abbott stent was used to jail the absolute stent into the vessel wall. The guide wire used was a .018 unspecified guide wire. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult activation, material separation could not be confirmed. The difficult to advance is related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported an 018¿ guide wire was used to deliver the device. It should be noted that instructions for use (IFU) states, ¿the absolute pro utilizes a 0.035¿ (0.89 mm) guide wire.¿ it is unknown if the IFU violation contributed to the difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It appears the difficult to advance and the shaft of the device kinked likely due to the reported calcification and/or the use of the 018¿ guide wire which prevented full retraction (difficult activation) of the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.